Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that the 8mm permanent cautery hook (pch) instrument had a damaged spot on the insulating layer. There was no report of patient involvement. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument and completed the device evaluation. The instrument was analyzed and during visual inspection, there was no signs of physical damage. No missing components observed. The instrument was returned with a report complaint that does not affect functionality and is a part of the instruments design. The instrument reported a missing input disk however this instrument, does not require an extra input disk in the reported area. The instrument is in its expected condition. The product is considered conforming in its current state.

Event description:
Refer to h10/h11 for follow-up information.